Manufacturer narrative:
Description of device analysis: date of procedure: 1/14/1998 fasstealth catheter was returned wrapped around itself in its original opened pouch. During investigation it was confirmed that catheter's balloon burst longitudinally on segment 25 mm long. No info was provided about inflation pressure used during procedure. However, from condition of returned product and fact that manometer was not used, it appeared that maximum recommended inflation pressure was exceeded. Per labeling instructions: * do not exceed 100 psi (6.8 atm) during infusion or balloon inflation. Use of manometer device is necessary for accurate pressure measurement and control. Fasstealth catheter was also kinked, crushed and delaminated on several places along its length. It appeared that catheter was damaged due to way it was packaged for return.

Event description:
Target was infused that after successfully inflating the fasstealth balloon catheter three time, it ruptured after the third inflation. This event had no impact on the pt. No manometer was used during the procedure.